Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to patient morphology/pathology and the reported difficult to remove from the anatomy (clip caught on chordae) appears to be related to user technique. The reported tissue injury was due to the reported difficult to remove from the anatomy (clip caught on chordae). Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedure. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficulty removing a clip and tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, rotated heart, and short anterior mitral leaflet (aml). One xtw clip was successfully implanted. An additional xtw was selected to further reduce mr. While coming back to the left atrium (la) to reposition, the clip was caught on a leaflet and a tendinous cord, and a tear occurred. The clip was the deployed without further issues, reducing mr to a grade of 1+. It was noted that difficulties visualizing the clip during the procedure occurred due to patient anatomy. No additional patient complications resulted in relation to this event. There was no clinically significant delay in the procedure. No additional information was provided.